Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecificed number of unspecificed bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the customer claims to be using a bd product. Feedback: the pen needle was purchased from medical devices store. It was found that the pen needle was bent when opening the package and the pen needle was clogged during use. The customer stated: his father started using bd pen needle since 2015, using 2 needles a day, and used a total of 5,840 needles in 8 years, during which there were more than 100 problematic products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unspecificed number of unspecificed bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the customer claims to be using a bd product. Feedback: the pen needle was purchased from medical devices store. It was found that the pen needle was bent when opening the package and the pen needle was clogged during use. The customer stated: his father started using bd pen needle since 2015, using 2 needles a day, and used a total of 5,840 needles in 8 years, during which there were more than 100 problematic products.